Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution. No functional, dimensional and tactile evaluation could be conducted since the physical sample was not returned for evaluation.

Event description:
It was reported that the balloon developed a cuff upon deflation. Patient experienced discomfort, no intervention.